Event description:
Caller reported a malfunction on the pump, identified by malfunction code 12, which had occurred at least three times previously. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). To resolve the issue, technical support advised a pump replacement and confirmed the shipping address. The customer planned to use a backup insulin pump in the meantime.